Event description:
A physician attempted an arteriotomy closure using the starclose device after an interventional procedure. The physician successfully deployed the starclose clip and hemostasis was achieved after one min of manual compression. The physician attempted to remove the starclose device with one finger on each side of the device with pressure downwards on the artery and pulling straight out. The safety release button was activated. The physician observed that the wings were broken and not in their original shape.

Manufacturer narrative:
Based on available info, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.